Event description:
Boston scientific received information that during a device change out procedure an open circuit warning was received for shocking impedance measurements greater than 125 ohms on the right ventricular lead. All vectors were tried, but still high impedance measurements persisted. An adequate lead and header connection was verified several times. As the cause of the high impedance measurements could not be determined, this lead was surgically abandoned. No adverse patient effects were noted.

Manufacturer narrative:
This lead was abandoned, therefore boston scientific crm will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this event will be updated.